Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8709. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the hcp was doing a catheter revision and only wanted to replace the spinal segment of the catheter. The reason for the catheter revision was unknown. No symptoms were reported. No further complications were anticipated/reported.